Manufacturer narrative:
Reliability analysis inspected 2 opened and or used enlite sensors and found both sensor needles separated from sensor.

Event description:
It was reported that the customer was having issues with their sensor. It was reported that the needle is missing from the sensor. The customer's blood glucose was reported to be unknown. Troubleshoot was reported to be conducted. It was reported that the sensor was being replaced. Reliability analysis inspected 2 opened and or used enlite sensors and found both sensor needles separated from sensor.